Event description:
The manufacturer received information alleging a ventilator inoperative condition had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, machine flow drift high, was observed in the device's error log. The service technician further evaluated and determined the machine flow sensor had caused the issue to occur on the device. In conclusion, the device's machine flow sensor was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the blower assembly and system printed circuit assembly were replaced for two additional error codes, motor controller force shutdown and drift debug, that were observed in the device's error log. These error codes were unrelated to the reportable issue. The fio2 sensor needs replaced for failing the fio2 sensor verification test step on the device. The service technician confirmed the failed fio2 test step by observing an error code, fio2 sensor railed low, in the device's error log. The failed fio2 sensor verification test step and error code were unrelated to the reportable issue. The air inlet foam filter and muffler assembly were replaced for preventative maintenance unrelated to the reportable issue.